Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was received red heart alarms while on the power module. When he switched to batteries, the alarm would not engage. The hospital admitted the patient because they did not feel comfortable sending the patient home due to several pump stops while on the power module. The event history confirmed low flow and pump stops on several occasions while connected to the patient cable. X-rays of the driveline did not show any definitive areas of concern, but a driveline issue was confirmed by the event history. A percutaneous lead repair was completed on (B)(6) 2014. However, the patient experienced additional red heart alarms so a modified patient cable was prepared and shipped on (B)(6) 2014.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Although the reported alarms were confirmed based on the submitted log file from the system controller in use at the time of the event, the cause of the events could not be conclusively determined as the lvad remained in use; however, based on the manufacturer¿s previous complaint experience, the events appeared consistent with a potential percutaneous lead issue. The submitted log file showed intermittent low speed and pump stoppage events with corresponding elevations in pump power and pi, while the system was operating on the power module. The manufacturer¿s technical service specialist replaced approximately 20" of the external portion of the percutaneous lead, which was returned for evaluation. Examination of the lead found some breakdown of the braided shield adjacent to the terminus of the connector bend relief; however, electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found them to be unremarkable. The lead was submerged in a saline bath for high potency testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The patient continued to experience red heart alarms following the repair indicating a possible internal lead issue. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.